Manufacturer narrative:
Additional information: 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. - 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. - 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available for evaluation. H3 other text : device not available.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact.